Manufacturer narrative:
The event of a wet tap during a permanent procedure was reported to abbott. A blood patch procedure was performed. The patient had a headache immediately following the procedure. The rep checked on the patient the following day but was unable to connect with the patient. The event information pertaining to this incident have been reviewed and no product investigation will be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000134496."

Event description:
It was reported that the patient had a wet tap during procedure, and a blood patch was performed that extended the procedure by 5 minutes. The patient experienced a headache immediately following the procedure. Investigation was unable to determine which of the leads attributed to the event.